Event description:
Patient presented to the ed as stroke alert. A brain CT performed, and decision made to do emergent cerebral angiogram with possible thrombectomy. During procedure while pulling out the catheter, the tip of the catheter broke off and was retained in the distal cortical branch. FDA safety report ID # (B)(4).